Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Consequently, the definitive clinical root cause and/or the patient outcome beyond that which has already been provided, cannot be confirmed nor concluded. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include excessive pressure on the joint, injury, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a trauma surgery had been performed, a revision surgery was performed on the (B)(6) 2023 in order to remove an intertan lag screw due to a failure to achieve bone union. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).